Manufacturer narrative:
This complaint was from a medwatch report filed by a patient who gave no contact information. Hence, it was not possible to follow up in any way.

Event description:
Patient had 22 ect sessions. Claims cognitive, ptsd, long term memory issues, depression, visual and hearing disturbances.